Event description:
I had my essure coils placed (B)(6) 2014 and two months after having them placed I started experiencing fatigue headaches two to three times a week, joint pain especially in my left side at night it is worse, uti frequently that come back even after antibiotics periods three times a month, bloating.